Event description:
It was reported by the customer, "unit is giving inaccurate readings. Off by 3cm".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text: device not returned.

Event description:
It was reported by the customer "unit is giving inaccurate readings. Off by 3cm".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the reported issue that the sensor is giving inaccurate readings and is off by 3cm is unconfirmed. The sensor was tested and passed the magnet tracking and ECG functionalities. There is no root cause due to the reported issue being unconfirmed. H3 other text : evaluation findings are in section h11.